Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-fill test and reservoir passed per specifcations. No leakage anomalyb observed during testing.

Event description:
It was reported that insulin from the reservoirs leaked past the o-rings. No further information was provided.